Manufacturer narrative:
The micor extractor was discarded by the customer at the time of the event and is not available for evaluation. The micor extractor device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The device labeling identifies tissue trauma as an inherent safety risk. Manufacturer's reference #:(B)(4).

Event description:
A patient underwent cataract surgery in the right eye on (B)(6) 2024 where the micor lens fragmentation system was used to remove the cataractous lens fragments. During the procedure the micor extractor tip caught the capsular bag during chopping and there was zonular dialysis. There was no change in the type of intraocular lens (iol) implanted compared to the surgical plan. And no decrease in visual acuity. The surgeon attributed the event to a dense lens. The patient is doing well and happy with improved visual acuity. The iol is in the proper position and there has been no postoperative issue.